Manufacturer narrative:
Data review: data logs confirmed pump was in ventricle (about 1.5 hours into the case) that triggered pump position in ventricle and suction alarms. Pump then was stopped manually and disconnected from the console. Logs also showed low flow occurred during positioning issue with suction alarms at the end. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. The cause of the low pump flow issue was most likely due to improper positioning per clinical review and log analysis. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. When the pump was advanced, it was too deep in the ventricle. Multiple attempts were made to pull the pump back. The impella continued to have suction and it looked like it was bending in the ventricle. The impella was pulled back into the aorta and replaced. There was no patient harm related to this event.